Event description:
Incident as reported: "this is the complaint from the market. During ladg, air leakage occurred. Aomori olympus checked the duckbill and septum. As a result, we found that the septum was torn. We would like to know the following to points, why was the duckbill broken? Now we are investigating detail. If we get more detail, we will provide you further information later." Patient status: we have not received any information concerning the patient injured.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.